Event description:
The customer reported that the insulin pump sometimes does deliver the insulin and sometimes it does not consistently. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The customer stated that the device kept alarming no delivery. The caller mentioned having high blood glucose, and it seems the insulin pump is under delivering. The customer did a fixed prime of 2.0 units and she barely sees any insulin exiting. While troubleshooting the customer stated that she has been off the insulin pump and she is giving herself manual injections. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test and delivered 10.0 units bolus properly. Further testing could not be performed due to the prime anomaly. The device was returned with missing end cap sticker.